Event description:
It was reported that while infusing levophed and propofol, "channel c" had a "communication error". Customer swapped out the pump for a new one. There was patient involvement but no patient harm. It was reported by the customer that following an internal investigation of the device a damaged bottle pressure sensor was found. A report was received from health canada's canada vigilance program which states, "sudden communication error" in channel c of pump requiring whole pump to be changed out including levophed and ns driver line with levophed".

Manufacturer narrative:
Omit: a0401 - break (1069).

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that while infusing levophed and propofol, "channel c" had a "communication error" . Customer swapped out the pump for a new one. There was patient involvement but no patient harm. It was reported by the customer that following an internal investigation of the device a damaged bottle pressure sensor was found. A report was received from health canada's canada vigilance program which states, "sudden communication error" in channel c of pump requiring whole pump to be changed out including levophed and ns driver line with levophed"

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that while infusing levophed and propofol, "channel c" had a "communication error." Customer swapped out the pump for a new one. There was patient involvement but no patient harm. It was reported by the customer that following an internal investigation of the device a damaged bottle pressure sensor was found. A report was received from health canada's canada vigilance program which states, "sudden communication error" in channel c of pump requiring whole pump to be changed out including levophed and ns driver line with levophed."